Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v418175, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim . It was reported that patient had device replaced due to normal battery depletion but patient later stated that the manufacturer representative (rep) checked device before surgery last year and was told that a wire broke. A week later, the healthcare provider (hcp) reported that during surgery the pocket was opened and battery was found to have twisted in pocket several times. ¿there were two areas had a figure of eight appearance¿. It was noted that the wire was straightened and queried. It did not return adequate signal. Upon attempt at removal, the wire broke. There was no significant adhesion around the lead. Additional information received from a manufacturer representative (rep) indicated that after several programming sessions, it was determined the lead did not have proper placement. The final impedance checked showed the lead had several ohms reading out of acceptable range. Rep made aware of the se issues around july or august.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# v418175, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the distal portion of the lead was still in the s3 foramen on the right side. A new lead was properly placed in s3 foramen on the left side and tunneled into the pocket. It was reported that during surgery, pocket was opened and battery was found to have twisted in the pocket several times. Two areas had a figure of eight appearance. Wire was straightened and queried. It did not return adequate signal. Upon attempt at removal, it broke. There were significant adhesions around the lead. No further patient complications were reported/ anticipated as a result of this event.